Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx.this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the end of the straight exchange fixed core wire guide was looped on itself when removed from the packaging, and it was later found that the distal weld connection had broken. The device did not make patient contact, and there were no injuries or additional procedures reported.